Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a bilateral knee replacement surgery. Following the surgery, the patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Approximately 16 years and 2 months post the index surgery, the patient's left knee was revised. There was moderate pseudomembrane and synovitis in the knee. Tissue was sent for microbiology and pathology. The patella component was grossly loose. Femoral and tibial components were well fixed. The patella was revised. The tibial insert was revised and provided excellent stability. Because the patient has filed a long form, it appears they are alleging they have has suffered and continue to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.